Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110. When the pump was turned on, the green power light was illuminated, yet there was no vacuum. The pump was removed and not used for the procedure.

Manufacturer narrative:
Additional information provided to the manufacturer on (B)(4) 2015 indicated that the patient was converted to an open procedure to remove the emboli. The patient was reportedly doing well post procedure. Result: there was no visual damage to the exterior of the pump. Conclusion: the complaint has been evaluated. The complaint indicates that the penumbra aspiration pump was powered on and nothing worked. Evaluation of the returned product was revealed that the pump was powered on and only a humming sound from the fan was observed. It appears that one or more components inside the pump housing are nonfunctional. The root cause of this complaint cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.